Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported infusion set fell off during use on (B)(6) 2024 which led to high blood glucose level of approximately up to 150 mg/dl. The infusion set in use for 15 minutes. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
(B)(6).